Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
Per the valve clinic coordinator vcc regarding a patient with a 23mm sapien xt valve, the valve failed. An echocardiogram done showed an ejection fraction of 45 to 49% with a mean gradient of 14 mmhg. A transesophageal echocardiogram during the same time showed mildly reduced left ventricular function 45 to 50% with severe prosthesis regurgitation and heavily thickened and calcified leaflet. Another echocardiogram performed showed a mean atrioventricular gradient of 72mmhg and a ejection fraction of 53%. No procedure date had been set.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and revealed valve calcification. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review was performed. No lot history, complaint history, manufacturing mitigation review was required as an existing technical summary is applicable to this event. A review of the instructions for use (IFU) was performed, and no IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure and the device under investigation had been implanted for more than 5 years, additional assessment of this adverse event is not required at this time. The complaint for valve calcification was confirmed based on imagery review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An evaluation on sapien xt, sapien 3, and sapien 3 ultra valve calcification has been documented in an existing applicable technical summary as it reports of sapien xt valve calcification. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (calcification) is listed as known potential risks associated with the device. Per the existing technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Review of medical record revealed that the patient has a past medical history of hyperlipidemia, which is a wellknown risk factors for bioprosthetic valve calcification. As such, available information suggests that patient factors (preexisting comorbidities: hyperlipidemia) may have contributed to the reported event. As an existing technical summary is applicable to this event, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.